Manufacturer narrative:
Event date: date approximate. Additional suspect medical device components involved in the event: brand name: linear 3-6; upn: m365sc2366500; model: sc-2366-50; serial: (B)(4); batch: 7073236. Brand name: linear 3-6; upn: m365sc2366500; model: sc-2366-50; serial: (B)(4); batch: 7073608. Brand name: linear 3-6; upn: m365sc2366500; model: sc-2366-50; serial: (B)(4); batch: 7073238.

Event description:
It was reported that post revision procedure the patient's midline incision site became red and inflamed. The physician assessed that the patient had developed an infection, and the patient was administered intravenous antibiotics. The physician does not know the reason the patient developed an infection, however assessed that the infection was not device related. The spinal cord stimulator devices remain implanted, and the patient is expected to fully recover.